Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the lock collar was broken. The obturator, balloon, valve seal and doors appeared intact. The inflation syringe was not received. A functional evaluation found that using a test syringe the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal procedure, when they were ready to place the device into the abdominal area, the trocar tenon was broken. The device replaced to complete the case. There was no patient injury.